Event description:
Faulty hamilton oxygen cell.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. O2 cells fails before expiry date. An o2 cell monitoring not possible. The issue occurred during ventilation with no harm to patient, user or third party. Nether the less the event could have led to deficiency of oxygen. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the accessories (o2 cell) failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The root cause was determined to be a depleted oxygen cell. The exact reason for this was not fully determined and may be linked with environmental conditions which can lead to a shortened oxygen cell life. In consequence the part was replaced. There was no patient or user harm.

Event description:
Faulty hamilton oxygen cell.